Manufacturer narrative:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but resulted negative on a competitor assay (cepheid genexpert). Run analysis of the simplexa assay results were as follows: sample (B)(6): s gene (31.6) orf1ab (32.5). Based on the CT values of this particular sample around CT = 32, it appears it is near the limit of detection of the simplexa assay. The genexpert is known to have different targets (e gene, n2) and uses extracted samples while the simplexa assay does not, so it is not known which is the correct result. The customer's device and suspected false positive sample has not been provided for investigation. The customer communicated on (B)(6) 2021 they've "decontaminated all lab relevant equipment with dnase, and tried to run a new disc, and the issue seems to be solved. The day after, the lab dealt with a border-line positive result of a samples from genexpert (CT value of 32) and in our mdx it got neg, but it seems like a patient on his last day of recovery. The after provided an error of ec500 of all runs from one of their mdxs, so we've replaced him with another instrument and according to now it seems to work as expected." It appears to be some level of contamination at the customer site that is contributing to the false positive results and after decontamination and instrument replacement the issue has been resolved. Batch record review showed the critical component, reaction mix mol4151 lot# x13196n, met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in either s gene or orf1ab targets. No malfunctions occurred during qc release testing. Retains of the suspected device were tested for a previous complaint on (B)(6) 2021 with 14 ntc replicates with zero (0) occurrences of false positive in either the s gene or orf1ab targets. No malfunctions occurred during retain testing. Issue unconfirmed. Potential causes for false positive results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from assay procedures outlined in the package insert. Without the customer's device or suspected false positive sample, it is not possible to determine a definitive root cause at this time. This is the 4th complaint on mol4150 lot# x13194n for suspected false positive results.

Event description:
Diasorin molecular llc received a complaint alleging false positive results on one (1) patient sample with the simplexa covid-19 direct assay, but resulted negative on a competitor assay (cepheid genexpert). The customer confirmed no patient results were reported to a diagnosing physician or clinician. No alleged harm occurred. Patient health information and sample collection method was not provided.